Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst/tfs total hip implants. During the surgery, the rio arm locked and displayed error messages, and the software had to be reset. Additionally, the patient's leg was 12mm longer than it was pre-operatively.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed when results are obtained.

Manufacturer narrative:
Reported event: an event regarding difficulty staying in haptics without getting a j4 error, involving rio® tha software application, catalog: 205634.was reported. Method & results: -device evaluation and results: device inspection could not be performed. Three communications were made to attain session data. No information was returned, therefore the investigation could not be completed. -device history review: not performed as the reported device is software. Rio number was not reported. -complaint history based on the device identification (pn 205634) the complaint databases were reviewed from 2011 to present for similar reported events regarding staying in haptics with j4 errors . There were no other reported events for the listed catalog number. Conclusions: device inspection could not be performed. No additional information provided.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst/tfs total hip implants. During the surgery, the rio arm locked and displayed error messages, and the software had to be reset. Additionally, the patient's leg was 12mm longer than it was pre-operatively.